Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to access secure drawer in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was working normally. A field service engineer (fse) did not identify any hardware failure and advised to reach out to technical support specialist for further guidance. The tss identified that both users were anesthesiologist role for facility and the device inventory shown the medication classes 0,2,4 loaded and some were controlled. The tss also stated that the activity report shown the reported user accessing the medication of class 0, 2, and 4. Tss verified if the issue was limited to a specific drawer and whether any additional users experienced similar behavior. The tss confirmed that the issue never reoccurred. The customer confirmed that the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user was unable to access secure drawer in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.